Manufacturer narrative:
(B)(4). After the top and side membranes were replaced, the machine was working properly.

Event description:
It was reported that a ventilator&#38112;membrane was unresponsive. There was no patient involvement.